Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures confirmed the part and lot numbers and identified signs of use, residue from surgery, and no other definitive statements can be made. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: gradual increase in instability; tibia, femur, patella all are solid and remained; exchange of cruciate retaining poly to a medial collateral poly; no complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 42502806402 - femur trabecular metal cruciate retaining (cr) standard porous - 64278785. Report source: foreign country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, the patient was revised approximately 2 years later to exchange the art surface for increased instability. The art surface was exchanged without complication. The surgical technique was utilized. Attempts have been made and no further information has been provided.